Event description:
Dual diameter cannula from medtronic pak needle pedicle access kit, beveled tip, sheared off in the left l5 pedicle of the patient and is retained as surgeon unable to remove it. The surgeon decided not to put instrumentation on the left side of the spine because of this. Medtronic company rep states approx. 2.5 cm of the cannula is retained in ther patient. No apparent injury noted.